Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a headache post-trial procedure on (B)(6) 2019. The physician suspected a cerebrospinal fluid (csf) leak. The trial was ended prematurely and the leads were pulled on (B)(6) 2019. After the lead pull, the patient was sent to the emergency room for a blood patch to be performed on (B)(6) 2019 due to vomiting and a headache.

Manufacturer narrative:
As the patient was a trial candidate and the abbott representative no longer had access to updates regrading this patient, no additional information was provided. The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined.